Event description:
New information received reports that the device has been explanted.

Event description:
Additional information received also noted a suspected early battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that device was unable to be interrogated with two different programmers. Establishing telemetry through the etp was unsuccessful. Device replacement was rescheduled. No further information is available.

Manufacturer narrative:
.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.